Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: japan. It was reported that the thread broke during surgery.

Manufacturer narrative:
Samples received: 1 unopened box of batch 117203. Analysis and results: there are no previous complaints of any of the two code-batches. We manufactured and distributed in the market (B)(4) units of batch 117174 and (B)(4) units of batch 117203. We have received 36 closed samples of batch 117203. We have tested the knot pull tensile strength of the closed samples received (batch 117203) and the results fulfill the requirements of the european pharmacopoeia (ep): 0.83 kgf in average and 0.72 kgf in minimum (ep requirements: 0.31 kgf in average and 0.10 kgf in minimum). We have also tested the needle attachment strength of the closed samples received (batch 117203) and the results fulfill the requirements of the european pharmacopoeia (ep): 0.71 kgf in average and 0.24 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Reviewed the batch manufacturing records, these products had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle attachment results before releasing batch 117174 were 0.44 kgf in average and 0.29 kgf in minimum and fulfilled ep requirements. Needle attachment results before releasing batch 117203 were 0.55 kgf in average and 0.41 kgf in minimum and fulfilled ep requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.